Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the innermost packaging of the implant had a transparent stain on it. A different implant was utilized to complete the surgery with no delay. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The patella¿s packaging was returned and from the evaluation of the returned product it was determined that, inner tyvek exhibiting a burnt seal. This can be observed in photos. Visual inspection determined that the sealing appearance was not acceptable. Manufacturing team members involved in reported event were found trained as per applicable procedures. The failure was found in the inner cavity, the outer cavity was found as per specification. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Upon review of all the procedures and processes, the root cause for the reported issue is cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.